Manufacturer narrative:
Additional information added to b5. Updated b3. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high out of range shock impedance values. It was noted the ICD had migrated under the left breast. This was the second time the ICD had migrated. Technical services (ts) discussed that the migration could influence the sharp rise in shock impedance. Ts recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The ICD migrated about a year ago. The field planned to continue to monitor the device migration. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high out of range shock impedance values. It was noted the ICD had migrated under the left breast. This was the second time the ICD had migrated. Technical services (ts) discussed that the migration could influence the sharp rise in shock impedance. Ts recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported.